Event description:
Event description cpi received information that, at a follow up visit one week after this implantable cardioverter defibrillator (ICD) delivered therapy, the device could not be interrogated nor could magnet tones be obtained.